Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urethral obstruction, pain, incontinence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Lawyer-filed report.